Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs were reviewed, and the tip of the inserter was found worn. It was not possible to evaluate the assembly function since the devices involved were not returned and it's required in order to properly evaluate an assembly allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the inserter was found to be misshapen and therefore would not fit into the insertion point of the lateral shoulder of the corail stem. The threaded inserter was used instead. Damage had occurred in a previous case and not noticed.